Event description:
It was reported that the pt was hospitalized for a concussion following an automobile accident which occurred during an episode of hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. The pt reported that he was aware his blood glucose level was low prior to the event, but cease driving. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions an be made at this time.